Event description:
The customer reported error message when quality testing. There was no reported patient involvement.

Manufacturer narrative:
The reported problem could not be verified or duplicated during lab tests. No fault was found with this control board. Philips cannot rule out a malfunction of the control pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.